Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging diagnosed with lung cancer. The patient did not report receiving medical intervention. The reported event and its severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no other medical intervention/treatment or additional information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with lung cancer. The patient did not report receiving medical intervention.. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).